Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon pulse generator interrogation, a diagnostics anomaly was observed. Invalid data was cleared and normal device operations resumed.